Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening curved on the radius and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening striated on the radius and partial delamination on the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consist in the use of some surgical tool. Partial delamination on the valve (adhesive failure). Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.